Manufacturer narrative:
The pump alarmed motion sensor test failure during the rewind due to the motor leaking oil and contaminating the motor home switch. Unable to perform the operating current, unexpected restart or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the motion sensor alarm. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and a missing o-ring on the reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motion sensor test failure. The customer's blood glucose level was 195mg/dl. Troubleshoot was conducted. The customer was unable to exit rewind process. The customer was advised the pump would be replaced and returned for analysis.